Manufacturer narrative:
Examination of the returned devices by a depuy base business engineer did not reveal any related product problems. There is nothing outward noted that would suggest product error regarding the report of pain. Follow-up for additional event information was conducted. No additional information was obtained that would affect the outcome of the investigation. It was communicated that patient x-rays would be made available, but to date were not provided. Implant alignment cannot be determined as no x-rays would be returned for examination. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revised for pain.